Manufacturer narrative:
The device was returned to olympus for evaluation. The following non-reportable issues were found during the evaluation: the switch box, switches 1 and 2 did not work due to corrosion; serious liquid invasion at the control section; the control section was corroded. There was liquid invasion at the electrical connector and bending tube. The control unit was sticky, and the connecting tube had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the bronchovideoscope displayed an occasional black screen with no image. The issue occurred during preparation for use. The intended diagnostic tracheoscopy procedure was completed with another similar device. There were no reports of patient harm.

Event description:
The customer reported no delay in the procedure and the patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However is likely that no image was due to electrical conduction abnormality by water invasion of the device. The event can be prevented by following the instructions for use which state: important information - please read before use. Warnings and cautions: caution. Turn the video system on only when the endoscope is connected to the video system center. In particular confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: warning. Disappeared or frozen endoscopic image, follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored during the examination. 3.6 inspection of the endoscopic system. Inspection of the endoscopic image. 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not functions as expected, or is found to have irregularities during the inspection described in chapter 3, ''preparation and inspection'', do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1 ''troubleshooting guide''. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. Olympus will continue to monitor field performance for this device.